Event description:
Procedure type: wedge resection. According to the reporter: incomplete staples formation, the doctor have to cut more tissues and use suture to complete the surgery. There was no bleeding reported in excess of 500 cc. The case was extended by more than 30 minutes. There was no unanticipated tissue loss. No reinforcement material was used.

Manufacturer narrative:
(B)(4).